Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that after the pump was suspended, it had to be re-primed to start working again. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found record of loss of prime alert due to non-zero low force on event date. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. The reported prime issue was verified in the black box but not duplicate during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.